Event description:
It was reported that an endovascular stent graft allegedly jumped during deployment. Reportedly, the physician was using the stent graft for treatment of a recurrent axillary venous anastomotic stenosis. The stent completely deployed in the axillary outflow vein proximal to the venous anastomosis, not bridging the graft; therefore, the stent graft was free floating in the large outflow vein. Using an inflated balloon, the physician was able to move back the stent graft all the way to the venous anastomosis. Subsequently, the physician inserted an overlapping stent across the graft to hold it in place. The procedure was completed without further complications. The target was an upper arm brachial-axillary 4-6mm tapered-straight graft. The axillary outflow vein was about 11mm diameter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The device could not be evaluated, as it remains implanted. Based on the information available, the result of the investigation is inconclusive and the root cause of the event is unknown. The current instructions for use (IFU) states: this device should be used only by physicians who are familiar with the complications, side effects, and hazards commonly associated with dialysis shunt revisions and endovascular procedures. Allow approximately 10 mm of the stent graft to be situated beyond the stenosis into the non-diseased av graft and approximately 10mm of the stent graft to extend beyond the stenosis into the non-diseased vein. Careful attention of the operator is warranted to mitigate the potential for distal migration of the stent graft during deployment. After deployment of approximately 15 mm of the stent graft, wait a few seconds to allow the distal end of the stent graft to fully expand. During deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible in order to mitigate the potential for distal stent graft misplacement. After full stent graft deployment, wait a few seconds to allow for complete device expansion before removing the delivery system over the guidewire. Post dilation of the stent graft must be performed with a pta balloon catheter indicated for post dilation of stents that has the same diameter as the flair endovascular stent graft body diameter.